Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor it was reported that the patient¿s ins was not working and needed to go to their doctor to have it replaced. The caller did not know if this was due to normal battery depletion or not. There were no further complications reported.